Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abominal aortic aneurysm in a patient in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 22mm and the aneurysm diameter was 48mm. The right iliac was 13mm and the left iliac was 14mm with moderate vessel tortuosity and little calcification. The physician reports this to be a very complicated case requiring the presence of two trained endovascular specialists and vascular surgeons for precise deployment of the endo-luminal graft. An aortogram was performed to help place the bifurcated stent graft through the left groin and cross the legs so there would be minimal overlap on the left side. A 16 french sheath was passed up the right groin and was exchanged with a guide catheter. The guide catheter was placed into the infrarenal aorta. The bifurcated stent graft was inserted through the left side and placed up into the infrarenal aorta. The stent graft was deployed after verifying the location of the renal arteries. The physician reported that the proximal portion of the stent graft moved down approximately a centimeter to a centimeter and a half. The left limb occluded the left internal iliac artery. This was necessary to get a satisfactory seal. After placement of the main body of the graft, the contralateral limb was cannulated with a guidewire through the right femoral sheath with a pigtail catheter and was placed through the main body of the graft to confirm intra-graft placement of the guidewire. Next, the dilator was placed up the sheath and the sheath was passed up into the contralateral limb and through this the 15mm diameter x 11.5cm length graft was then placed and deployed on the right side to create repair of the bifurcated stent graft. The distal portion of the stent graft was above the iliac bifurcation. A completion angiogram showed a small proximal endoleak. The physician placed a 26mm diameter x 3.75cm length proximal extension cuff through the left groin. The proximal portion of the graft was placed just below the renal arteries and there was a one-centimeter overlap with the graft. A 25mm diameter angioplasty balloon was used to bring the walls of the extension cuff to the aorta. A completion aortogram showed no leak proximally or distally. The patient was reported to be fine post procedure and there were no additional adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.